Event description:
Healthcare professional reported Capsular Contracture Baker grade unknown. Later healthcare professional reported "inflammation", "pain", "deformity", "warmth", "tension", "moderate amount of periprosthetic fluid with thin septa", and "anaplastic lymphoma degeneration cannot be completely ruled out". Voltaren, Nolotil and cryotheraphy was prescribed. This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of Capsular Contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Capsular Contracture Baker grade unknown.